Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient has wasted reservoir a few times because of air bubbles. Customer's blood glucose at time of incident was unknown. Customer declined helpline transfer and plans to call back later today.